Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The high blood glucose level was 400 mg/dl at the time of incident. Customer¿s current blood glucose value was 204 mg/dl. Customer specified other relevant blood glucose value was 250 mg/dl and 233 mg/dl. Customer had a symptom like nausea. Customer treated with syringe and bolus for high blood glucose. The reservoir will not return for analysis.